Event description:
According to all information received, the physician was performing basket extraction of a biliary stone when the event occurred. It was reported this basket became lodged in the patient following encapsulation of a very large stone. Following several attempts at removal of the basket from the patient, the physician made the decision to stop the procedure. The basket was left in the patient at that time. Several hours later, another attempt was made to remove the basket from the patient, however, this was unsuccessful. The handle of the device was then removed and another manufacturer's handle was attached to the basket wire in an attempt to crush the encapsulated stone. During this attempt, the basket detached in the patient. The procedure was stopped at that time and the patient was scheduled for surgical retrieval of the basket the following day. However, during surgical preparation, the physician was able to retrieve the basket endoscopically. No further details are available at this time. A supplement will be forwarded upon receipt of additional details. The device has been retained by the user facility. Therefore, no failure analysis is available. It was indicated the stone was very large and became lodged within the basket which the company believe may have contributed to this event. However, without evaluation of the device and without further details, company is unable to determine the cause of this event at this time.